Event description:
Report received from the USA stating that the device "motor rpm are weak". The device was being used during surgery. There were no pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.